Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via the manufacturer representative (rep) that the trial patient experienced discomfort on the right lead, so the healthcare provider (hcp) removed it on the day of the report. The patient was unable to increase the stimulation on the left lead. The rep indicated that they would have the hcp use the cable that allows the left lead to be grounded and complete the circuit. Additional information received indicated that both leads were removed on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.